Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1: initial reporter city: (B)(6). G4 - premarket / 510(k) #: k141521, k141597. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon section was detached from the shaft of the device. A balloon circumferential tear was identified located approximately 3mm distal from the proximal balloon bond. From the circumferential tear a longitudinal tear extending for approximately 40mm. The rated burst pressure for this device as per mustang specification is 24 atmospheres. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no issues with the shaft of the device. A visual examination found no issues with the markerbands of the device. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured, and the device was difficult to remove. The target lesion was located in the brachial vein. A 6.0 x 40, 75cm mustang balloon catheter was advance for dilation. During the ninth inflation sequence, performed at pressures of 8, 16, 24, 8, 10, 24, 8, 16, and 24 atm for durations of 15, 15, 120, 15, 15, 120, 15, 120, and 60 seconds respectively, the balloon ruptured in a vertical pattern. Resistance was encountered during device withdrawal. Although the balloon was ultimately removed, the irregular rupture pattern raises the possibility that fragments may have remained within the vessel. There were no patient complications as a result of this event, and the patient was in good condition after the procedure. It was further reported that the target lesion was approximately 80-90% stenosed with severe tortuosity.

Event description:
It was reported that the balloon ruptured, and the device was difficult to remove. The target lesion was located in the brachial vein. A 6.0 x 40, 75cm mustang balloon catheter was advance for dilation. During the ninth inflation sequence, performed at pressures of 8, 16, 24, 8, 10, 24, 8, 16, and 24 atm for durations of 15, 15, 120, 15, 15, 120, 15, 120, and 60 seconds respectively, the balloon ruptured in a vertical pattern. Resistance was encountered during device withdrawal. Although the balloon was ultimately removed, the irregular rupture pattern raises the possibility that fragments may have remained within the vessel. There were no patient complications as a result of this event, and the patient was in good condition after the procedure. It was further reported that the target lesion was approximately 80-90% stenosed with severe tortuosity.

Manufacturer narrative:
D2b - pro code (product code): fge, lit e1: initial reporter city: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1: initial reporter city: (B)(6). G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that the balloon ruptured, and the device was difficult to remove. The target lesion was located in the brachial vein. A 6.0 x 40, 75cm mustang balloon catheter was advance for dilation. During the ninth inflation sequence, performed at pressures of 8, 16, 24, 8, 10, 24, 8, 16, and 24 atm for durations of 15, 15, 120, 15, 15, 120, 15, 120, and 60 seconds respectively, the balloon ruptured in a vertical pattern. Resistance was encountered during device withdrawal. Although the balloon was ultimately removed, the irregular rupture pattern raises the possibility that fragments may have remained within the vessel. There were no patient complications as a result of this event, and the patient was in good condition after the procedure.